Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure the wire of 8mm monopolar curved scissors (mcs) instrument jumped off. Surgeon stopped operation and checked the operation field. It was confirmed that there were no pieces of wire in the field. A new instrument was opened. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-jul-2025: there were not any additional tests performed to check for the cable tip that jumped off. There was no patient harm due to this event.

Event description:
Refer to h11 for follow-up information.